Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and did not pass incoming functionality testing. The cause for the failure was isolated to a defective u6, u1004, and u1005 components on the computer/analog board. The root cause for the defective u6, u1004, and u1005 components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor was receiving a service code 102 (charge profile fault).